Manufacturer narrative:
Post implant infection. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient believes that it is time to recharge, however couldn't find the handset. When asked, patient said that they haven't received clearance that incision site is healed, still has stitches and doesn't have hcp appointment until (B)(6) 2021. Redirected patient to called hcp office and request to speak to nurse, pa or hcp regarding determining status of ins site. Patient said will call them and then call back for instructions. The patient said that right butt cheek, right at neurostimulator site is still really sore especially when they bend or reach. When asked patient believes that physician placed the new rechargeable system in previous pocket. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). They reported that after implant they developed infection before complete healing had occurred. The pt said their ins incision was now completely healed.